Manufacturer narrative:
(B)(4). Additional information requested to obtained clarity of the complaint description. No additional information received at the time of this report to better understand the compliant issue. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported: "in the control x-ray, a cephalic left subclavian venous catheter with a reticulonodular flow infiltrate was observed. Pediatric surgery was requested for catheter removal".